Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported.  The complainant was unable to report the device lot number; therefore the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplement MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on an unknown date. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter. Eventually, the clip was released after rotating the catheter, and the procedure was completed at this time. There were no patient complications reported as a result of this event.